Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead was found to have been sensing noise. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.